Event description:
It was reported, "tibial alignment ankle clamp em type was broken during removing tibial resection assembly during tkra surgery with triathlon".

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted on the supplemental report.